Event description:
It was reported to nova biomedical that a consumer received a result of 45 mg/dl on their blood glucose meter. The consumer immediately performed another four tests using the same meter and strips getting the following results of 105 mg/dl, 45 mg/dl, 94 mg/dl, and 115 mg/dl. These results were taken four days after a brief hospitalization for the flu. It was discovered the consumer is storing the test strips in a kitchen hallway against nova's directions, which it may compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.